Event description:
It was reported that the touch screen was lagging when touched, and the battery was draining more quickly than expected. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.